Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-45 lead , implanted: (B)(6) 2015; 6947m55 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the ra lead and rv lead had dislodged and was not capturing or sensing. The leads were repositioned. During the procedure, the physician attempted to use an absorbable envelope, but the envelope dislodged the rv lead while the physician was placing the device in the pocket. The rv lead was repositioned. The following day, the rv lead dislodged again. The physician replaced the lead with a longer length lead to provide additional slack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.